Event description:
The customer reported the white blood cell (wbc) counts for patient samples were either 0.0 or total voteout (a non-numeric error condition) when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the wbc (white blood cell) count valve was not activating due to a damaged solenoid sol5. The solenoid was replaced, resolving the wbc issues. (B)(4).